Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a4: weight unknown / not provided customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon tried to insert a healing abutment into the implant at tooth site #20, but it stopped halfway and could not be inserted. A cover screw was placed into the implant without any issues. Another healing abutment placement will be attempted at a later date.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported abutment for evaluation. Visual evaluation and a functional test were performed, the returned healing abutment has signs of use, and was identified as reported. The threads were observed also with signs of use however, during a functional test with an in-house biomet implant, the abutment seated as intended. No apparent malfunction was identified. DHR review was completed for the subject lot number 1275449. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275449 for similar events and no other complaint was identified. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The abutment engaged and disengaged from an in-house implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.